Event description:
The manufacturer received an allegation of an o2 regulation error. During the evaluation, the error was confirmed to be present, and replacement of the obm subassembly was recommended.